Manufacturer narrative:
The company representative examined the system and could not duplicate the reported event. Preventive maintenance was performed. The system was then tested and met all product specifications. No samples are returning for eval. Additional info regarding product eval is pending. Root cause has not been determined at this time. (B)(4).

Event description:
A representative of the medical center reported that during surgery a system message was displayed. They attempted to clear the message by recycling the power several time, but the message remained the same. The system was exchanged and the surgery was completed after a delay of 45 minutes. There was no harm to the pt reported.